Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported the insulin pump entering threshold suspend with a sensor glucose value of 59 mg/dl. And a blood glucose value of 204 mg/dl. The customer stated that this issue, and sensor glucose/blood glucose disparities in general, were occurring regularly. The customer stated that the insulin pump shut off in relation to this incident. The customer was advised to change the sensor. No further information was provided.